Event description:
The programmer and rf (radio frequency) head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) ECG (electrocardiogram) connector is loose. Hinge plate screws are loose. (B)(4) uplink amplitude is out of specification; rf (radio frequency) head cable out of electrical specification. Rf head lens is cracked. Rf head label is missing.